Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported right side acute breast pain and a diagnosis of rupture confirmed by imaging studies. Device remains implanted.

Event description:
Physician provided an MRI which reported "signs of intracapsular rupture."

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 b3 b5 b6 d1 d2 d4 d6a g2 g4 h4 h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.